Event description:
Physician was placing a short gamma nail in patient when locking screw using targeter that comes with gamma instruments, physician missed the nail; then had to remove short nail and convert to a long nail. Another set was opened and a new targeter was used for second nail. Explanation from stryker rep as follows: when drilling for the distal 5mm screw, the drill bit missed the hole and perforated posterior cortex, requiring the physician to remove short nail and insert long nail. After the case the scrub tech and sales rep reattached the short nail to the targeter and ran the drill bit back through and everything lined up perfectly. With any targeted nail, there are a few complications that can lead to missing the distal hole, the most common being loose nail holding bolt, bending nail during insertion, or not locking the drill sleeves. During the case, all of these issues were discussed and checked for, but at the time, none existed. Manufacturer response (as per reporter) for trochanteric nail, gamma 3 nailthe sales rep stated: when drilling for the distal 5mm screw, the drill bit missed the hole and perforated the posterior cortex, requiring surgeon to remove the short nail and insert a long nail. After the case the scrub tech and sales rep reattached the short nail to the targeter and ran the drill bit back through and everything lined up perfectly. The manufacturer hasn't made any response to my knowledge, just what the sales rep stated.